Event description:
Dexcom g7 sensor failed after 3 days of use, it basically stopped working 7 days before the 10-day period was completed. The app which is installed in the phone instructed to replace the sensor at the time it stopped working. It happened in the middle of the morning on halloween day. I am an insulin dependent patient and have been relying on the sensor to keep track of my sugar levels. Needless to say, I had no other means of keeping track of my blood glucose levels during the day which is critical for diabetes control.